Event description:
It was reported that the patient was hospitalized in (B)(4) 2012 with a viral labyrinthitis with tinnitus condition. The patient has sound quality issues and unstable impedances. Currently, there is no vertigo. The patient is being monitored. Once more information becomes available, a supplemental report will be submitted.